Event description:
I have used fixodent and poligrip mostly fixodent since 1994. My numbness started in 1999, in my feet and moved up my body with burning and pins & needles to the point that I could not wear clothes or stand anything touching my body. Then it went to my hand and forearms. I went to a new doctor and he referred me to a neuro surgeon and I had my 1st surgery but it did not stop my neuropathy. I still have it in my hands, feet, forearms, legs and have had a 2nd surgery in early 2009. Dose or amount: denture cream. Frequency: 4 daily. Route: oral. Dates of use: 1994 to present. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.